Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "left breast deflation".

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, three openings striated assessed, as to surgical damage. And a crack on diaphragm valve, due to cracked valve seat diaphragm valve. Additional observations: crease flat observed, in the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.